Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation observed dashes (---) for the basic parameters and measured battery data was 2.24v.